Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the scd sleeve. The customer alleges that a patient developed bruising on her legs after wearing our scd knee length sleeve. She had surgery on the upper part of her body and nurse stated that she did not have bruising prior to surgery. The bruising was on her ankle and lower lateral calf. The anesthesiologist noticed the bruising as the patient was being discharged.

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded. The customer reports that they cannot confirm nor deny that this product was reprocessed. The customer reports that they use both reprocessed and new product.